Event description:
Reporter indicated that their handheld computer was freezing at the interrogation successful screen. A soft reset intermittently fixed the problem and the site requested a replacement. The manufacturer is awaiting the return of the device for analysis.